Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Three unused and one training sample with the same part number/lot number as the complaint device were returned for eval. Functional testing was performed on all of the unused returned devices and the devices passed within product specifications. The device used for training purposes had its components in the proper post clip deployed, access port activated positions. No mfg or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a cath lab technician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. In accordance with the instructions for use, an attempt was made to use the access ports to facilitate device removal; however, it was unsuccessful. A "nick and spread" in the tissue track was performed and the device was removed. Hemostasis was achieved with the clip. There were no reported adverse pt effects. No add'l info was provided.